Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Representative replaced motion battery charger board and charger board 1. System checkout was performed after replacing parts. System passed all tests and is functioning normally. The suspect charger boards were received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during planned maintenance (pm) the charger boards were not operating as designed. There was no patient present at the time of the issue.

Manufacturer narrative:
The battery charger 1 was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. Pcba failed visual inspection. Capacitors were leaking and pcba covered with dust. All leds lit. Functional and bench test failed. Charger d output test failed. No load + 27.50 vdc +-1.5 vdc was high, measured 30.96 vdc. Chargers a,b,c,e,f,g,h and sense voltage output dc voltages passed. The hardware investigation found that reported event was related electrical failure mode; defective pcba. The motor battery charger was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. Pcba failed visual inspection. Leaking capacitor. All leds lit. Functional and bench test failed. Charger b output test failed. No load + 27.50 vdc +-1.5 vdc was high, measured 29.97 vdc. Chargers a,c,d output test voltages and ac-on, + 24vdc fan and +5vdc passed. The hardware investigation found that reported event was related electrical failure mode; defective pcba.